Manufacturer narrative:
No abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process. The test results of retention samples of cov1110149 met the qc criteria. The complaint issue was not reproduced with the retention samples. The root cause is undertermined. Similar issues will be tracked and trended.

Event description:
Invalid result (s). User stated that they performed the test procedure correctly and the test did not produce results. Could not identify user error.